Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels from (B)(6) 2022¿ (B)(6) 2025 of 46 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.